Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited a loss of capture. The lead insulation was damaged during the procedure. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in normal health following the procedure.

Manufacturer narrative:
(B)(4).